Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced incontinence and pain in her abdomen, abdomen, lower back and legs. It was reported that she experienced bladder and bowel pain. It was reported that the patient underwent mesh removal surgery on an unknown date. No additional information was provided.